Event description:
It was reported that during central processing, the prograsp forceps instrument jaw insert came loose. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the 8mm prograsp forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed, and no damage was found. No loose or broken components were observed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.